Event description:
The customer contacted stryker to report that their device does not detect patient through defibrillation electrodes. As a result, defibrillation would not be available, if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The customer was provided with a replacement device. The device was returned to stryker product analysis center (pac) for further investigation. The pac technician was unable to verify and unable to duplicate the reported issue. Therefore, the root cause of the reported issue could not be established. The device was archived by stryker.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not detect patient through defibrillation electrodes. As a result, defibrillation would not be available, if needed. This issue is patient related; however there was no adverse patient outcome reported.